Event description:
As reported by the user facility: on (B)(6) 2009- 4:49pm est- b.braun clinical & technical support received a call from (B)(6), infection control, (B)(6) hospital reported an incident of bacterial meningitis related to epidural procedure performed for l&d. All information was recorded on c&ts call tracking report. As reported by the user facility: patient was admitted to labor and delivery. Received 1 epidural which gave spotty block only on left side, complained of headache after first epidural, second epidural given for full effect. Pt has history of scoliosis. Headache continued and was severe post delivery. The next day, a blood patch was done no relief. Patient was transferred to (B)(6) on evening of (B)(6) 2009 with diagnosis of bacterial meningitis related to epidural. On (B)(6) 2009- additional information was provided by the facility's infection control/employee health/education coordinator. It was communicated that the incident occurred on (B)(6) 2009. Labor and delivery patient had vaginal delivery. Patient had previous epidurals with four prior children. During this delivery the patient received two epidurals. First was a partial block, therefore a second was given. She developed a headache and by next morning blood patch was done. Patient later be came confused, and headache persisted. Patient was transferred to wake forest. Lp done and fluid showed a high protein, low glucose and high white blood cell count. No organism was identified, but it is believed this is possibly due to the patient receiving three antibiotics, which were given before being transferred. Patient has diabetes, is not overweight, a non smoker, and lives at home with family. Patient has been discharged and is recovering at home. The patient received a continuous epidural. It is not known what b.braun components were used in the kits. It was confirmed that fentanyl was used along with bupivicaine. It is uncertain if this was delivered bedside or compounded in the pharmacy. Internal investigation originally believed that this was a hospital contracted infection. It was identified that the anesthesiologist did not routinely wear a mask during procedures. The infection control/employee health/education coordinator was not informed of the incident until (B)(6) 2009. The facility kept in touch with wake forest regarding patient status, after she was transferred. Recently the facility had heard rumors about possible cases of bacterial meningitis in (B)(6) (2) and (B)(6) (1). They then began to wonder if this case could possibly have been linked to the kits, which is why this incident was reported to b.braun.

Manufacturer narrative:
Samples of the reported kit lots have not been made available to the manufacturer to be evaluated. At this time b.braun has conducted a thorough review of the device history record files for the reported lots, along with the appropriate sterilization records for each lot. No abnormalities were observed which could have potentially related to the reported incident. B. Braun immediately notified hospira, manufacturer of the drugs in the kit, the manufacturer of the povidone iodine, aplicare, the manufacturer of the epidural catheter and the manufacturers' of all the needles in the kit. Additional lot #: 61033781. Additional expiration date: 02/28/2010. Additional manufacture date: 01/2009.